Event description:
See initial report

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. To solve the issue the control panel was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the reported issue is a a loosened screw.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the knob for the pump control speed on a s5 system was loose during procedure. After decannulation the perfusionist was able to move the knob again but it took a lot of effort. There was no report of patient injury.